Manufacturer narrative:
Analysis of the pump revealed motor feed thru anomaly; shorting across insulator. Interrogation of the pump upon receipt indicated that the pump was used to deliver baclofen 2000mcg/ml at 500.5 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer from an unknown source with no return paperwork. The pump underwent routine analysis.